Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-sep-2019 with the following findings: a review of the pump black box showed no power issues. There was no data in pump histories from the time of reported power issue due to continued use. A visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was undamaged. The battery cap contact height and width measurements were found to be within specification. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on and was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no damage found to the power circuit. The complaint of an intermittent power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.